Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter was reading inaccurately high, compared to another meter (dexcom, continuous monitoring system). The complaint was classified based on customer service representative (csr) documentation. The patient reported that she first became aware of the alleged meter inaccuracy on (B)(6) 2017 at 7.30 pm, alleging that she obtained a result of ¿93 mg/dl¿ on the subject meter, compared to ¿82 mg/dl¿ on the continuous monitoring system. Lfs does not recognize continuous monitory systems as a valid comparison. The patient reported that she manages her diabetes using a combination of medications, including humalog (self-adjuster) and lantus. There is no evidence that she made any changes to her usual diabetes management regimen. The patient alleged that a month prior to contacting lfs, one evening she had developed the symptom of ¿passing out¿, her family called the emergency services (ems) and a blood glucose reading of ¿28 mg/dl¿ was obtained on the ems meter. The patient reported that she was treated by the ems with a glucose injection and the they stayed with her until she was ¿stable¿. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The review did not identify anything that could adversely impact product performance or function. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.